Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that his blood glucose was 128 mg/dl about an hour prior to the call. He stated that about 30 to 45 minutes prior to the call, the insulin pump showed that he was not getting any insulin. He stated that the basal rate was low at 50 units. The customer's blood glucose was 117 mg/dl. He stated that the insulin pump alarmed again, stating that he had low blood glucose. He stated that he checked his basal and got his bolus. He also reported issues with the threshold suspend feature. He declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.